Event description:
Report received of a removable slide clamp being found in the mouth of a pt. It was reported that the parent was at the bedside with the pt when they noticed the slide clamp in the pt's mouth. The nurse was called and the slide clamp was retrieved. The nurse did not replace the removable slide clamp on the extension set. The infusion of d5 1/2 ns was continued wihtout further incidence. There was no patient harm or adverse patient effect. The pt has been discharged home. Although requested, no additional information was provided.